Manufacturer narrative:
(B)(4). Batch #: u93r8l. Investigation summary: the device was returned with the upper jaw detached and not returned. In addition the iblade lower tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: did the electrode ceramic separate or break off? No further information will be available. Did the I blade get damaged or break off? No further information will be available. Is the jaw damaged but not broken off? The jaws were broken off. Is the top jaw loose but not detached? No further information will be available. Is the top jaw ptc material damaged? No further information will be available. Is the black ptc in the upper jaw detached? No further information will be available. Is the top jaw broken off the of the device? No further information will be available. Product code of nslg2c35a=> nslg2s35a product name of enseal g2 art curv sealer 35cm=>enseal® g2 articulating.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws broke when the device clamped the hard tissue. The device was replaced with the second device, but the jaws broke after the device was activated 2 to 3 times. The device was replaced with the third device, but the jaws broke at the first bite. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.